Manufacturer narrative:
61: the harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis replicated and confirmed the customer reported complaint "blade was broken." The instrument was found to have a blade broken. The blade broke at roughly 0.05¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to use mishandling/misuse. A review of the device logs for the harmonic ace (part# 480275-08 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2020 via system serial# (B)(6). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the harmonic ace for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. The full instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted omentectomy surgical procedure, the blade of the harmonic ace instrument broke and fell inside the patient "without any error or alarm." All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted omentectomy surgical procedure, the blade of the harmonic ace instrument broke and fell inside the patient "without any error or alarm." The fragment was retrieved and a backup instrument of the same kind was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved and confirmed through visual inspection. There was no additional procedure required to remove the fragment. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument broke before it was used on the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. Upon removal, the wrist was straightened and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation. No photographic images of the device(s) or video recording of the procedure was available for isi review.